Event description:
It was reported that the ventilator did not displayed correct values for expiratory minute volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that mve (expired minute volume) values did not display with an associated alarm condition. Identification of issue has been done by analyzing problem description, service report and device¿s logs. According to the information provided by the technician, the software was upgraded to 4.4 version. The review of provided device's logs was performed by subject matter expert (sme) and the following alarms were found since last successful pre-use check: expiratory minute volume low, peep low, respiratory rate high, pressure delivery restricted and patient circuit disconnected indicating a leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The issue was decided to be reported as leakage in patient circuit may lead to insufficient ventilation or no ventilation to the patient. Delivered expiratory volumes were less than was set which generated low expiratory minute volume alarms. It remains unknown what was the source of the leak. However, no technical error codes or software bugs have been found to indicate a ventilate malfunction. The subject matter expert confirmed that occurred leakage is not related to not displaying expired minute volume values on the screen. Since, no anomalies have been found in device's logs the root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/11/2022 corrected manufacture date: 04/04/2022 #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse